Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the 3t heater cooler. Through follow up communication it was confirmed that no deviations from IFU in device handling occurred. Reportedly, it was cleaned regularly, and all device surfaces were disinfected both after every operation and prior to initial operation or storage, including disinfection of the internal water circuits. The hospital does not use reusable blankets. Water quality monitoring was consistently applied, with hydrogen peroxide (h2o2) levels checked daily as prescribed by the IFU. When the device was not in use, it was stored fully drained; therefore, daily h2o2 checks during periods of non-use were not applicable. H2o2 was added each time the water in the tanks was changed, in accordance with the required seven-day interval. Tap water was filtered using a disposable pall aquasafe water filter with a 0.2m membrane, or an equivalent-performance filter. The 3t aerosol collection set was replaced after its allowed use period, specifically with every new case. During operation, the device was positioned outside the operating theatre; consequently, questions related to fan positioning and distance from the surgical field were not applicable. Finally, the water source used for the device had been tested and verified. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report that the 3t heater cooler resulted positive to mycobacteria. There is no report of any patient injury.